Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, stress testing, power cycling, full functionality testing and internal inspection without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed faults consistent with an open connection within the electrode pads or multi-function cable. However, the electrodes and multifunction cable used were not returned as part of this investigation and this could not be firmly established as cause. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.